Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Premature battery depletion was suspected and device data was submitted to technical services for review. Analysis of the data confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. Additional information was received. New device data was submitted to technical services for review. A new 90 day replacement window was provided. Although the device has reached end of life (eol) battery status, the patient has requested the device replacement be performed in november due to personal reasons. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that the device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Premature battery depletion was suspected and device data was submitted to technical services for review. Analysis of the data confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. Additional information was received. New device data was submitted to technical services for review. A new 90 day replacement window was provided. Although the device has reached end of life (eol) battery status, the patient has requested the device replacement be performed in november due to personal reasons. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that the device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Premature battery depletion was suspected and device data was submitted to technical services for review. Analysis of the data confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.